Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a possible infection. The existing ipp was explanted on an unspecified date prior to the spectra penile prosthesis (spp) replacement surgery. The patient was only implanted with the left cylinder of the spp because their right corpora tissue was damaged. No other patient complications were reported. It is unknown if the explanted ipp is being returned for investigation. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.